Event description:
Customer reports the following blood glucose results taken on the inform system on the same pt: 37 mg/dl (05:20), 91 mg/dl (06:13), and 246 mg/dl (07:30). No actions were taken based on these results. Lab was drawn at 08:00 and pt had result of 35 mg/dl with low blood symptoms; treated with glucagon injection. The discrepant results were obtained at a med ctr. No quality controls were used. Requested return of suspect device and replacement was sent.